Manufacturer narrative:
Ref # (B)(4).

Manufacturer narrative:
(B)(6). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when surgeon fired the first stapler in antrum, the formation was bad, so he oversew. The patient is stable. "Cribe" the damage and provide details on how the damage was treated/corrected. B. If yes, is the damage permanent/irreversible? 10. Was there blood loss of 500cc or more due to the product problem? A) if yes, did any additional blood loss resulting from this product problem require a blood transfusion?

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler and one reload both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired and the anvil clamping mechanism was deformed. Functionally, the instrument was loaded with a single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The reload was loaded into a post market vigilance instrument for functional testing. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the reload anvil was deformed at the clamping feature. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack and deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may. For example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.